Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported dislodged cannula and diabetic ketoacidosis. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A comment was received on a tiktok advertisement campaign alleging that a patient experienced diabetic ketoacidosis (dka) while using the pod. The commenter also mentioned issues with dislodged cannula and failure to adherence issues and dissatisfaction with customer service. No additional details regarding the event, patient outcome, or product specifics were provided. At this time, we have no further information to clarify or verity the reported experience.